Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported the patient underwent an ankle arthrodesis procedure and received a nail on an unknown date. Subsequently, the patient underwent a revision on (B)(6) 2015 due to the nail fracturing. The distal portion of the nail was removed; however, the proximal portion was left in place as there was too much bony ingrowth and removal would be difficult.